Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
After the surgeon inserted the wire of an si avanti plus, he inserted the dilator over the wire. Everything was ok until the moment when the sheath reached the skin. At that moment, the surgeon felt resistance. He tried to rotate/twist the sheath. He noticed that the sheath folded (wrinkled) at the distal end (the part that is inserted). At the same time, he felt that something fallen down and he noticed that the stopcock came off from the flexible tube. The stopcock came off entirely from the flexible tube. The physician removed the entire assembly and finished the procedure with a new one (no parts were broken and left in the patient). The access site was the femoral vein. There was very little bleeding and the patient did not require transfusion or any other treatment. The patient was ok at the end of the procedure